Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. No contact force was displayed when the returned device was connected to the tactisys quartz unit. An optical signal loss error was displayed, and optical fiber 2 no longer met specifications for optical properties. The deformable body thermocouple (tc2) met specifications during electrical testing. Further investigation revealed that the catheter backfill material had been fractured between electrode rings 2 and 3. Optical fiber 2 was determined to be fractured at the location of the fracture in the backfill material, consistent with the observed error messages, the detected open circuit, and the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A CAPA exists related to the fracture in the shaft material. The root cause of this device deficiency was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector.

Event description:
During an avrt procedure, there was a contact force issue resulting in a delay. The target is located at just to the left of the ticuspid annulus, and it was hard to get to the target. The tacticath se catheter was inserted into the sheath again to get to the target. After multiple attempts, when catheter was placed into the right atrium, it was noted that the ensite mapping system displayed the error message "no contact force information available". The connections were checked, the tactisys and mapping system were restarted, but the issue was not resolved. The catheter was exchanged, and the procedure was completed with no adverse consequences to the patient.